Event description:
It was reported that the catheter balloon length was incorrect. During a percutaneous transluminal coronary angioplasty (ptca) procedure, the physician used a 3.5 x 8 mm apex balloon for post-dilatation of a 13 mm long stent. When he was trying to place the balloon, he has noticed that when the marker bands were correctly placed, it was significantly longer (about 18 mm long). The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the catheter balloon length was incorrect. During a percutaneous transluminal coronary angioplasty (ptca) procedure, the physician used a 3.5 x 8 mm apex balloon for post-dilatation of a 13 mm long stent. When he was trying to place the balloon, he has noticed that when the marker bands were correctly placed, it was significantly longer (about 18 mm long). The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: device analysis shows that the correct size balloon is on the device, but that the working length of the balloon appears distorted. A visual examination of the returned device identified that the wire lumen was stretched, inside the balloon. As a result of this stretching it was not possible to load a 0.015 inch size mandrel through the wire lumen. An examination of the balloon found that the balloon was partially inflated with contrast media. The device was attached to an encore inflation device and the balloon was inflated to its nominal pressure. The balloon length was measured from its proximal to distal waist cone at between 17.5mm and 18.0mm. It is noted that the working length of the balloon from the proximal to distal dilation points were not measured as the proximal and distal transition zones were not clearly defined. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference issue. The product itself meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).